Event description:
The customer reported the system displayed a distorted image and the system is completely down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restrapped the input transformer to conform to surgery area power supply. System operates as intended. (B) (4).